Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.